Event description:
One device reported as having a false positive result. Complainant performed a quickvue test thereafter a pcr test with negative results.

Manufacturer narrative:
Product was not returned. A DHR review of the associated kit lot number (k08a111712214m3) were completed, and 0 discrepancies were found. A review of existing capas, scars and ncmrs were completed and there are no prior records related to false positive failure mode for this lot. Sample vial lot dhrs reviewed: 2112076, 2112077 (associated internal lot #s 210762-2jt and 210762-2jn). Test lot dhrs reviewed: 2111159 and 2111205 (associated internal lot #s 210762-15t, 210762-15p, 210762-15o). Based on the limited information available, root cause cannot be determined. This device is marketed under (B)(4) check-it.